Event description:
Pt had transesophageal echocardiogram 5/21/96 which revealed "abnormal prosthetic valve with complete paralysis of one leaflet; with the other leaflet opening normally. Extensive degress of mitral stenosis present." Pt had been progressing well until a short time before this procedure. Re-admitted for reoperation of mitral valve prosthesis (was explanted and replaced with 27m valve). Findings at time of surgery: no movement posterior leaflet of valve, secondary 2% to thrombus. Fairly large pannus formation on posterior rim of annulus. Cardiac post op course relatively uneventful probable discharge 7/31/96. Post operative complication. "Idiopathic tongue weakness" possibly due to brainstem stroke. This may require follow up speech therapy post discharge.